Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed air was coming from diff (differential) mixing chamber and replaced the 18" tubing on diff mixing chamber and the diff mixing chamber, resolving the event. The fse verified the instrument by startup, latron and quality control samples. The beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
Customer reported the latron control was failing to recover for volume and conductivity when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.